Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct. According to the complainant, during the procedure, the balloon would not inflate or deflate correctly inside the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4) for the reported event of balloon deflation issue. Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no damage to the catheter of the device. The balloon bonds were measured and were found to be within specification. Functional testing was performed and the balloon inflated and deflated with no issues. No damage was noted to the device during evaluation. Therefore, the reported event that the balloon was difficult to inflate and deflate was not confirmed. It is possible that anatomical or procedural factors encountered during the procedure limited the performance of the balloon; therefore the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct. According to the complainant, during the procedure, the balloon would not inflate or deflate correctly inside the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.